Manufacturer narrative:
Approximate age of device ¿1 year, 10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was seen in clinic and the sounds coming from the patient pump sounded louder than usual. The patients inr was subtherapeutic. The patient stated that when changing positions grinding can be heard coming from the pump. The account reported that there was a cta of the patient's chest taken last month during admission to help see if there were any issues. Log file analysis noted no unusual events in the remainder of the log file. Pump power and pi were all stable throughout the log. No further information was provided.

Event description:
The patient received computed tomography (CT) scans of the head and abdomen as well as an electroencephalogram (eeg), implantable cardioverter-defibrillator (ICD) check, and labs. The patient was started on topamax and doxycycline.

Manufacturer narrative:
A specific cause for the reported grinding and high pitched ¿whine¿ sound coming from the pump could not conclusively be determined through this evaluation. Additionally, a specific cause for an infection could not conclusively be determined through this evaluation. The submitted log file contained data from 24oct2018 to (B)(6) 2018. The beginning of the file appeared to look like a controller exchange, which was confirmed by the account. No atypical alarms were observed. The pump speed remained above the low speed limit and the pump appeared to be functioning as intended. It was reported that the pump sounded louder than usual and noted that the patient¿s inr was subtherapeutic. The patient reported that when their position changes, sometimes they would hear a grinding sound coming from the pump. When the account listened to the pump with a stethoscope, the vad sounded normal. The account also stated that when listening next to the patient, they would hear a high pitched ¿whine¿ sound. The patient also received several tests and was started on topamax and doxycycline. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.